Manufacturer narrative:
A manufacturing evaluation was completed: the drill bit was received with the distal end broken off. A visual review of the returned part shows there is a significant amount of damage along the entire broken off fluted piece of the drill. A visual review of the returned part shows there is a significant amount of damage along the entire broken off fluted piece of the drill. The body diameters show signs of rubbing against a guide most notably at the start of the 3.5 +0/-0.1. The investigator determined that the part appears to have met print specifications when it left the supplier facility. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a thirty (30) minute delay.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and was not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing date: may 23, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report for synthes (B)(6) reports an event as follows: it was reported that a drill bit broke during a surgical procedure for a two-level degenerative disease on (B)(6) 2015. It was also noted on the device report that two (2) axon screws would not lock with the "innies" (locking caps) and were therefore removed. It is unknown if these two events occurred during the same procedure. Therefore, the issue with the screws was reported under complaint com-(B)(4). This report is 1 of 1 for com-(B)(4).